Manufacturer narrative:
There was no patient involved, thus no patient data exists. The ibm server is the device which malfunctioned, however, the server is an accessory to the officepacs system. There is no expiration date for this product. This is not an implantable device. Actual device was evaluated in the field. This was a hardware related issue and was resolved by updated/replaced the raid and firmware. There is a potential for data loss when a server crashes, however, there was no evidence of data loss with this malfunction. No event occurred. This is not a single use device. (B)(4).

Event description:
It was stated by the initial reporter that the system would not boot up and the system was displayed error "memory retention error, unflushed cache lost." After further investigation, the server raid and firmware needed to be updated/replaced. No patients were involved in the malfunction, and no patient data was lost.